Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed premature battery depletion on the implantable cardioverter defibrillator(ICD). The physician elected to explant and replace the ICD. The patient was in stable condition.

Manufacturer narrative:
The reported field event of premature depletion was not confirmed. Interrogation of the device revealed the device was at eos when received. The device was returned due to advisory with no allegation of a malfunction. Visual inspection of the device and header attachment area did not find any anomalies.

Manufacturer narrative:
Correction: h10 should have been, the reported field event of premature depletion was not confirmed. Interrogation of the device revealed the device was at eos when received. Electrical, longevity, and visual analysis was normal with no anomalies found. Not, the reported field event of premature depletion was not confirmed. Interrogation of the device revealed the device was at eos when received. The device was returned due to advisory with no allegation of a malfunction. Visual inspection of the device and header attachment area did not find any anomalies.